Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was loose and dislodged from the pump. A cartridge change was performing resolving the issue. Customer's blood glucose level was 123 mg/dl.